Event description:
It was reported that the patient received a deep-brain stimulator (dbs) last (B)(6) and had "seen the battery deplete very rapidly." The patient was concerned about having an additional procedure. Her left hand had been continuing to shake "pretty violently." Patient information could not be obtained. Device information could not be obtained. No call recording was available (notified by e-mail).

Manufacturer narrative:
(B)(4).